Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3389s-40, lot# va02y9y, implanted:(B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va01xj4, implanted:(B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted:(B)(6) 2015, product type: implantable neurostimulator. (B)(4). (B)(6).

Event description:
It was reported that a new ins was used and all impedances were good except c and 0 were 33 ohms. It was decided to leave the system with the short in place. Therapy impedances on the left was 1151 ohms, 4.051ma and right was 1778 ohms, 2.655ma. The patient was programmed on +3, -1; which were the same electrodes as prior to the replacement. The patient was instructed to turn the ins off if weird sensations were felt and to make an appointment for reprogramming. The short still existed and the cause of the impedance issue was not determined. It was unknown if it was device related. No lead fractures were noted. At the time of this report it was unknown how the patient was doing. Additional information indicated that the device was not used within the patient, there was no patient death or injury. The patient had recovered without sequelae. Reference manufacturer¿s report number for ins used during surgery that was not implanted: (B)(4).